Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath distal tip had been split and a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal, subsequent leak, and split sheath tip is consistent with damage during use.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results, will be provided in the final report.

Event description:
During an ablation procedure for atrial fibrillation, a blood leak occurred. While advancing, a crack was noted on the tip of the outer sheath, and blood was leaking from the sheath. The sheath was replaced, and the procedure was completed with no adverse patient consequences. A brk needle was used with this device, and it was noted that nothing was inserted into the hemostasis valve.